Manufacturer narrative:
(B)(4). G2: foreign - event occurred in spain. G2: literature - merino-rueda, l-r., fernández-fernández, r., garcía-rey, e. (2025). The role of unexpected infection in acetabular erosion after hip hemiarthroplasty. Medicinia, 61 (12), 1-15. Https://doi.org/10.3390/medicina61122141. H6: proposed component code: mechanical (g04)- head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that the patient experienced a bacterial infection and underwent hip a revision on an unknown date within six months of implantation. The patient was converted from a hemi to a total hip arthroplasty. Attempts have been made and no further information has been provided.